Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 72 mg/dl. Customer reported that the pump is cracked and button upper arrow did not work. The customer was advised that pump will be replaced.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked display window, minor scratches on the display window noted and missing the end cap sticker.